Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a post-operative increase in threshold and decrease in impedance. The patient had developed chest pain and shortness of breath. A chest x-ray revealed a perforation and moderate pericardial effusion. The lead was reprogrammed. Prior to being transferred to the ICU for overnight observation, threshold measurements normalized. The effusion stabilized and the lead remains in use. No further patient complications have been reported as a result of this event.